Event description:
The customer reported less than two milliliters of blood fluid leaked onto the mixer, cassettes, tube caps, and the aspiration probe during samples analysis involving the unicel dxh 800 coulter cellular analysis system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer reanalyzed the patient samples on an alternate analyzer. There is an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed several drops of fluid on the probe wash collar. The fse discovered the aspiration probe was out of alignment and caused the reagents and blood to leak out of the probe. The fse realigned the aspiration probe and resolved the fluid leak issue. The instrument conformed to the manufacturer's published specifications. (B)(4).